Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) seal was delaminated and bubbled, software upgrade required. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: device received on 10/3/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and a buckling upstream occlusion (uso). The customer's problem was replicated. The dso seal and uso were replaced to fix the issue.